Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that he patient was seeing little to no improvement with weak stream and they felt discomfort because they were not emptying their bladder. Contributing factors were unknown. The patient switched to program 3 at 0.6 on the call and reported it was comfortable. They were advised to contact their clinician for further medical support. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.